Manufacturer narrative:
The reported events of low lead impedance was not confirmed. As received, only the connector end of the lead was returned in one piece. An internal short was found between the inner coil and outer coil conductor paths due to the breached inner insulation exposing the inner coil and outer coil conductors consistent with damage occurring at the time of procedure. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of procedure.

Event description:
Since implant, low pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted to resolve the event and the patient was stable.